Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4) - hospitalization required; (B)(4) - additional surgical procedure. Additional information: the device was fired on the first firing with a white reload across the appendicular artery. The second firing was fired with a blue reload across vermiform appendix stump. The surgeon waited 30 seconds after placing the device on tissue prior to firing the device. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a laparoscopic appendectomy procedure, the patient returned to the ER (B)(6) post op due to abdominal pain. The patient was then admitted and sent for an open procedure; the surgeon found that the third peritoneal cavity was full of blood but could not locate any source of active bleeding. The patient had lost 2 liters of blood at that time but it is unknown if they required a transfusion. The surgeon cleaned the peritoneal cavity, sutured the vermiform appendix stump and the vessel to ensure he had secured the staple lines. The patient was then admitted and now has developed a wound abscess. It is unknown how the abscess is being treated at this time. Patient is still being hospitalized. No other information was available at this time.